Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d9, e1, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it was confirmed that the image error had occurred due to a faulty charged coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video laparoscope had a green image. The event was found during the procedure. The procedure performed was a therapeutic nephrectomy. There was an extended operating time; however, no information was available on the time of the delay. The procedure was completed using a similar device. There were no reports of patient harm.